Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd micro-fine¿ pro pen needles did not prime. This is 1 of 2 related reports. The following was received by the initial reporter: the customer reported that the drug solution did not come out during priming. The physician described this event as a "obstructed".

Event description:
It was reported that the bd micro-fine¿ pro pen needles did not prime. This is 1 of 2 related reports. The following was received by the initial reporter: the customer reported that the drug solution did not come out during priming. The physician described this event as a "obstructed".

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.